Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0217054v, implanted: (B)(6) 2002, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# va04fbp, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) just called the reporter and stated that when seeing the patient on the day of the report one of the batteries was on, but at 0.0 volts and no electrodes were selected, like it was a brand new battery. It was noted that the patient had several CT scans in the ¿last couple of weeks¿ due to shoulder issues and had not been turning the implantable neurostimulator (ins) off for them. The reporter asked if this could have cause a power on reset (por). However, it was noted that the hcp did not see a por message on the clinician programmer. The patient was seen in the hospital and the reporter was not sure if someone else would have interrogated the ins. The hcp saw the patient a ¿couple of weeks ago¿ and it was not like this. It was noted that the patient did not use a programmer and did not have advanced mode in order to adjust settings. The reporter stated that they could not comment on patient symptoms, but she had been discombobulated due to her shoulder issues. The patient was still on medication as well. The patient was going to have another CT scan and the reporter planned to walk her through how to turn the ins off. The reporter also intended to have the hcp check the ins after the next CT scan. The hcp was able to reprogram the patient on the day of the report and she felt good. Four days later it was reported that no additional diagnostics were performed. No malfunctions were seen or determined. No interventions were taken or planned. The patient was fine and receiving effective therapy. Refer to manufacturing report #3004209178-2014-05346 as the patient had two ins¿s implanted and it was unclear which had its programming lost.